Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose level was 10.7 mmol/l. The customer was able to clear the alarm and rewind the insulin pump. Customer has not previously called to report power error detected alarm. The notification lights stopped flashing immediately. Troubleshooting was performed for power error detected alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device was received with detached retainer, missing o-ring (reservoir tube), moisture damage, power error detected, pump error , post-reset ram crc alarm, trace pointers are invalid, an unexpected hardware reset occurred and power supply test failed during self-test. Confirmed during testing. Failures due to cracked case and moisture damage on the electronic stack. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test, sleep current test and active current test due to moisture damage and detached retainer.

Manufacturer narrative:
Insulin pump was received with power error due to non-sleep anomaly software error. Insulin pump passed the displacement test, sleep current test and active current test.